Manufacturer narrative:
Continuation of d10: product ID: neu_stylet_acc, product type: accessory; product ID: 977d260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: screening device; product ID: a71300, serial# unknown, product type: software. H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the distal end of the lead had excessive adhesive. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported they hit cancel with no reaction. The case was already running long from the impedance issues and the swap out of the lead, therefore I abandoned the wens and the tablet that was communicating with it and used a different wens and tablet. The replacement combination worked well. The issue was resolved by not using the device. It will be returned with tracking number 9216 2901 3583 9800 4041 74 for the wens and 9216 2901 3583 9800 4271 66 for the lead.

Manufacturer narrative:
Continuation of d10: product ID neu_stylet_acc lot# product type accessory product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type screening device product ID a71300 lot# serial# unknown product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: screening device. Product ID: a71300, serial#: unknown, product type: software. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 10-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that between contacts 8-11 on the lead would not establish a good connection within the wens in question. After repositioning the lead multiple times it was reduced to contact 10 and 11 not connecting so the rep then ran impedance check and multiple contacts on both leads were 12,000 and greater with multiple orange and 40,000. The physician tried to reposition again and the wens/tablet communication froze. There were no known factors that contributed to the issue. It was reported that they repositioned the leads in the wens multiple times, switched the leads in the channels and the connection issue followed the lead. They removed the items from service and replaced them. The issue was resolved.

Manufacturer narrative:
H3: correction - analysis found foreign material on the distal end electrode medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.